Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the patient's venous needle falling out during treatment. The cycler responded appropriately with a venous pressure decreasing caution. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified and will provide additional training regarding proper taping technique. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, a venous pressure decreasing caution occurred. The operator then observed the venous needle had fallen out. The operator stopped the pump and applied pressure to the needle site. Rinseback of the patient's blood was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.